Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed. An attempt to navigate through the receiver main menu and sub-menus was performed and passed. An attempt to download the screen device information from the receiver was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.